Event description:
It was reported the customer received no delivery alarms and motor error alarms. The customer stated the no delivery alarm occurred when she attempted to bolus. The customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).